Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The report of perforation is a known risk associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegation.

Event description:
It was reported that a few days after it was first implanted, this right ventricular (rv) lead was explanted due to perforation of the heart wall. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrections: b2: outcomes attrib to adv event: added life-threatening due to omission on initial report h6: impact codes: added life threatening illness or injury due to omission on initial report upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The report of perforation is a known risk associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. A new lead was implanted successfully. No additional adverse patient effects were reported.